Event description:
It was reported that at a regular follow-up appointment, a decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD). The physician suspected the device battery to be prematurely depleting. The s-ICD was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that at a regular follow-up appointment, a decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD). The physician suspected the device battery to be prematurely depleting. The s-ICD was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. However, further information was received from the field that this event was mistakenly reported as premature depletion event. There was no evidence of allegations against this s-ICD device performance. The device will not be returned for analysis,